Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. In addition, seven inappropriate shocks were delivered for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) recommended reprogramming options and further testing. No adverse patient effects were reported. This ICD remains in service.